Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine and echo images were submitted to the edwards medical director for review. Observations: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate mitral annular calcification (mac). Poor coaxial alignment of the valve and delivery system; good image intensifier angle; the valve was positioned 60:40 aortic laterally, and 80:20 aortic medially. During deployment the valve was abruptly withdrawn into the lv approx 6.5mm. The valve was deployed tilted. The valve final position is 40:60 aortic laterally and 60:40 aortic medially. Post deployment aortogram demonstrates ar. Post deployment dilatation was performed. Impressions: despite good imaging intensifier angle, poor coaxial alignment promoted tilted positioning of the sapien valve. This may have contributed to significant ar. The etiology of the distal lad obstruction is unclear. Ptca did not appear to have a demonstrable benefit. Per the instructions for use, device malposition requiring intervention, valve regurgitation and coronary obstruction are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. There are several patient factors which could contribute to a coronary obstruction, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, obliterated coronary sinuses, and thrombus. In addition, procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per imaging review by the edwards medical director, the cai was caused by the canted deployment of the sapien valve, which resulted from a poor coaxial alignment of the valve and delivery system. The etiology of the coronary occlusion cannot be confirmed. Per report, the sapien valve did not obstruct any of the coronary arteries and an angiogram revealed an open left main. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, upon insertion of the ascendra sheath into the apex of the patient's heart, a decrease in the patient's systemic pressure was noted. Epinephrine was administered followed by chest compressions. The decision was made to immediately proceed with balloon aortic valvuloplasty (bav) and implantation of the 23mm sapien valve without rapid ventricular pacing (rvp). The ascendra sheath and guidewire were removed immediately following valve deployment and the patient was placed on cardiopulmonary bypass (cpb). Tee showed moderate central aortic insufficiency (cai) and minor paravalvular leak (pvl). A pigtail catheter was used to prod the leaflets of the sapien valve, but the cai persisted. The decision was made to slowly wean the patient off bypass to assess if the patient's blood pressure remained stable. The cai was diminished greatly by this action but the patient's blood pressure slowly dropped again and she was placed back on cpb. The decision was made to cannulate the lima graft to check flow. The angio showed no flow into the native left anterior descending (lad) coronary artery, just below the anastomotic site. Bleeding at the apex was noted at this time and surgeons worked to repair the leak with sutures. The vessel was wired and a balloon angioplasty and bare metal stents were place in an attempt to open the lad. The patient was given several units of fluid and blood by perfusion due to blood loss at the surgical site. An attempt was again made to wean the patient from bypass, but it was unsuccessful due to very low systemic pressure. Tee showed that the anterior wall was completely akinetic with global hypokinesis. Ultimately, after placing several stents in the lad, there was no flow to the vessel and the patient had no perfusion of the myocardium from the right side due to a closed right coronary artery (rca) graft. The decision was made after consulting the family to remove bypass support and the patient expired. Additional investigation revealed the following, the cause of death was a major ischemic event caused by the occlusion of the lad coronary artery, which was discovered during the transcatheter aortic valve replacement (tavr) procedure. The patient's saphenous vein graft (svg) to rca was occluded pre-procedure; therefore there was no perfusion to the right of left side of the patient's myocardium due to the occluded lad. Per report, the sapien valve did not obstruct any coronary arteries during. An angiogram revealed an open left main. The distance from the coronaries to the native annulus was described as normal. The patient's cardiac tissue was friable, and became more friable as the ischemic event progressed.